Manufacturer narrative:
The customer indicated, the use of a qualified company cartridge and an unspecified handpiece. The customer indicated, the use of a viscoelastic. Which is not qualified for company cartridge use. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated, is not qualified for the lens/ company device combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens advanced with the injector, the lens became blocked at the end of the cartridge and progress could not be made. The lens was removed from the cartridge and allowed to stand in solution until it unfolded. Then it was injected with another cartridge normally and some marks were noticed on the lens. Additional information has been requested.